Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the ventilator's display was not showing on the monitor. There was no patient involvement. The service engineer (se) inspected the device. The se found the touch is not working, an error code indicating a inhalation autozero test failure and the keyboard was not working when trying to calibrate. All connections were reset.

Manufacturer narrative:
G4: 14may2020. B4: 15may2020. The se (service engineer) confirmed the display was blank issue. The se replaced the main board to address the reported issue and reset connections and tubing in the sensor board to addressed the inhalation autozero test failure error. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.